Manufacturer narrative:
(B)(4). Correction: (it was reported that a flo-gard infusion pump had an f-82 alarm (malfunction in the central processing unit board). It was not specified when in the process this occurred. There was no patient involvement. No additional information is available). The device was serviced by a service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was visually inspected, functionally tested and an alarm log review was performed. The f-82 alarm was identified during functional testing and alarm log review. The cause of the condition was determined to be damaged cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-82 alarm. No additional information is available.